Event description:
It was reported that the customer cannot return to zero, excessive drift, and cannot read data. No patient injury.

Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms#617147. No problems or issues were identified during this device history record review. Visual and functional tests were performed. Ten units returned for investigation. Each unit had adhesive tape or sticker applied to the unit. Each unit was visually inspected under 10x magnification. Five units were found to be missing a plated insert from the connector. With the pin insert missing the mating connector pin is too small to contact the connector pins on the transducer so no connection or intermittent connection is possible. The remaining 5 units appear to have no physical damage. Ten units functional tested per internal test. Five failed functional testing, all complaints from same end user tested during one test run and included the units missing insert or pins, four of these units failed due to the insert or pin missing. One failed unit was opened and found to have a cracked sensor causing failure. The remaining four units are unable to duplicate as returned. Unable to determine the amount of usage prior to the inserts being pulled out of the connector although each unit appears to have been used prior to issue detection. Confirmed issues as noted in complaint description on 5 of the units. One unit has an intermittent connection due to missing inserts. Four units unable to duplicate any failure as returned. The root cause of this complaint cannot be determined.

Manufacturer narrative:
Other, other text: corrected data: b1, corrected data: corrected data: b1-product problem.